Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported customer was in the hospital for colon related health issues. Customer's nurses want to know the settings of customer's insulin pump. Customer's husband was assisted in getting the settings from customer's device. Customer's blood glucose was 210 mg/dl. Nothing further reported.